Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 03:04:59 on (B)(6) 2024. At 02:41:00 on (B)(6) 2024, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity and motion artifact. At 02:41:41, the patient received the inappropriate treatment. Oversensing of cardiac activity and motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with intermittent cardiac activity and motion artifact. Post shock rhythm continued to be in asystole, which is a which is a non life-sustaining rhythm, with intermittent cardiac activity and motion artifact. The device was shut down at 02:43:53 on (B)(6) 2024.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.